Event description:
On 08/26/2025, it was reported that the user experienced elevated blood glucose (bg) of 263 mg/dl after eating four breadsticks and announcing the meal as ¿usual¿ instead of ¿more.¿ the ilet algorithm delivered corrective insulin, and bg returned to range. The agent reviewed proper meal announcement practices with the user and caregiver. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.